Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device was not working. The event occurred during surgery and there was delay reported to get additional graft since harvested graft was not usable. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). This follow-up report is being submitted to relay additional information. On december 12, 2017, it was reported that the device was not working. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was (B)(6) 2016 where it was reported that the device was not working and the damaged control bar, thickness lever, reciprocating arm, bearings, seal and retaining ring, calibration shaft, motor, poppet assembly, and o-ring were replaced. This is not a related issue. Initial qa inspection of the air dermatome on december 18, 2017 revealed that the calibration was out of specifications at the zero setting only. The motor speed was within specification and the control bar was worn but in the correct position. There was an air leak between the housing and neck piece of the device. Repair of the air dermatome was performed by zimmer biomet surgical on december 18, 2017 which included replacement of the worn control bar, bearings, and o-ring and repair of the air leak. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that the device was not working¿ was non-verifiable since during the initial inspection it was noted that the device operated within motor speed specifications. However, it was found that there was an air leak between the housing and neck piece. The root cause of the reported event could not be specifically determined with the information that was provided. During the initial inspection it was noted that the device operated within motor speed specifications. However, it was found that there was an air leak between the housing and neck piece. The issue was resolved with the replacement of the worn control bar, bearings, and o-ring and repair of the air leak. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer